Event description:
Reportedly, after performing a laparoscopic right colon resection, anastomosis stapled and closed with pi-55. The incision was closed and while checking with a scope the surgeon found a leak... Area of bowel without staples. No pt injury reported.